Event description:
Customer reported that the display on the insulin pump went blank. Customer stated that the insulin pump does not have physical damage. Customer stated that the first time she bumped the insulin pump into the wall and the turned off, she removed the battery and put it back in and the display returned. Another time she went to check the time and noticed the display as blank. She did the same thing with the battery and it started working. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.